Event description:
It was reported that the hls cable had a damaged insulation which led to fluctuating pressure readings. The failure occurred before use, therefore there was no pump stop. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the hls cable had a damaged insulation which led to fluctuating pressure readings. The failure occurred before use, therefore there was no pump stop. A getinge field service technician (fst) was sent for investigation and repair on 2023-08-23. The hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The most probable root cause was determined as age-related wear and tear of the cable through frequent flexing and bending over the last years (manufacturing date 2017-12-06). According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Referring to the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2023-08-25 for the period of 2017-12-06 to 2023-08-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-12-06. Based on the results the reported failure "damaged insulation of hls cable lead to pressure reading issues" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.